Event description:
Information was later received that this lead was surgically abandoned due to high impedance measurements, loss of capture, insulation damage and high threshold measurements. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that the left ventricular (lv) lead impedance measurement increased to 1223 ohms. Additionally, there was an increase in the capture threshold measurement. As a result, a revision procedure was scheduled. Information was later received that this lead exhibited impedance measurements greater than 2000 ohms with increased threshold measurements.